Event description:
Patient undergoing cardiac catheterization. Cardiologist attempted to deflate non-compliant balloon (5.0 x 12) and balloon would not deflate. New indeflator was used to deflate without success. Respiratory care and medflight put on standby due to emergent case. Rep for abbott notified urgently asking for advice/solutions without success. Patient remained stable during process. Cardiologist had to inflate balloon further to rupture it.